Event description:
It was reported that pump displayed temperature alarms while charging, even though pump had not been exposed to extreme temperatures and customer was using tandem charging supplies. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support arranged replacement of pump and tandem charging supplies. Customer will continue to use current pump.